Event description:
Skin irritation; I am type 1 diabetic and use dexcom continuous glucose monitors to help manage my diabetes. I consider it a requirement for my health for my safety and because it talks to my insulin pump and it's the only cgm that pairs with my pump. I am having allergic reactions to the adhesive on the cgm and it has been quite difficult to deal with. I essentially come off of the 10 day wear with anything from an itchy rash to something that resembles a chemical burn. I am trying alternative methods to put barriers beneath but nothing is helping clear it up and I think there should be other options from the manufacturer for people with sensitive skin. FDA safety report ID# (B)(4).